Event description:
MFR received a medwatch report alleging that the resident was being transported in a wheelchair, backwards up a ramp, when the left handgrip came off. The attendant lost control of the chair causing the chair to roll down the ramp and tip over. The resident fell to the ground and hit resident's head. The MFR of the wheelchair is not known.